Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was discarded by the facility and is not available for evaluation. Decreased bcdva is listed in the device labeling as potential risk of corneal inlay surgery. (B)(4).

Event description:
The patient underwent implantation of the corneal inlay in the left eye. The patient's best corrected distance visual acuity (bcdva) decreased from 20/15 (preoperatively) to 20/60 after inlay implantation. The patient was treated with topical corticosteroids and bcdva improved to 20/25, however, the inlay was subsequently explanted on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The inlay was explanted due to patient dissatisfaction with uncorrected near and distance vision, intolerable visual disturbances (halos, foggy vision), and increased astigmatism; however there was no significant decrease in best corrected distance visual acuity (bcdva) compared to baseline. Following inlay explantation, the patient presented with flap striae that required a flap lift and reposition with careful cleanout of epithelial cells on (B)(6) 2017. After this intervention, the patient presented with epithelial ingrowth (inferior paracentral of flap and flap edge) and on (B)(6) 2017 the flap was lifted a second time for epithelial ingrowth removal. At the most recent postoperative visit on (B)(6) 2017, the patient's bcdva was 20/20 with no corneal haze and no epithelial ingrowth. The surgeon reported that the flap bed had a very rough appearance from the femtosecond laser flap incision and this may have contributed to the flap complications.